Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis therapy. A day after onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient began treatment with fortum (1 gram) and amikacin (250 mg) (frequencies and routes not reported) for the peritonitis event. At the time of this report, it was unknown if the patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's pd catheter was removed and dianeal therapies were discontinued. On an unreported date, the patient was treated with vancomycin 1 gram (frequency, route and duration not reported) and meropenem 1 gram once daily (route and duration not reported) for peritonitis. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.